Manufacturer narrative:
The subject device was returned to aizu olympus for evaluation. When aizu olympus performed a reproducing test, the reported phenomenon was not reproduced. The device passed leak test. As a result of disassembling the video connector of the subject device, no abnormality and the water leakage were found in the inside. No abnormality was found in cable wiring in the subject device. The exact cause could not be determined from the evaluation result.

Manufacturer narrative:
The manufacturing record of the device was reviewed without irregularity.the subject device was returned to omsc for evaluation. Omsc will evaluate the device. If significant additional information is received, a supplemental report will follow.

Event description:
Olympus was informed that the endoscopic image disappeared during an unidentified procedure with the subject device. The facility tried to restore the image, and the image was displayed again normally. The intended procedure was completed without replacing to another device. There was no patient injury reported.